Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue could not be determined. Proper device operation was observed through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device did not pass the shock test. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Section h6 conclusion code of the initial medwatch report indicates: cause not established section h6 conclusion code of the initial medwatch report should indicate: cause traced to maintenance section h11 of the initial medwatch report indicates: stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue could not be determined. Proper device operation was observed through functional and performance testing the device was returned to the customer for use. Section h11 of the initial medwatch report should indicate: stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue was found to be the electrodes being out of date. Proper device operation was observed through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device did not pass the shock test. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.